Event description:
It was further reported from information obtained from follow-up with the clinic that the right ventricular (rv) lead was reprogrammed at the hospital after the event. Some time later, the patient passed away from ventricular fibrillation (vf) - witnessed cardiac arrest while at dialysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 439688 lead, implanted (B)(6) 2011. Dtpb2d1 crt-d, implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing that was noted during ventricular tachycardia/ventricular fibrillation (vt/vf) episodes. Additionally, it was noted that there was potential loss of capture following anti-tachycardia pacing (atp). The rv lead remains in use. No patient complications have been reported as a result of this event.